Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number extension (B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was double beeping no cassette. Per reporter, the event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D9: product received date 7/22/2024. H3: one device was returned for repair in used condition with reported problem of double beep no cassette. There was no applicable evidence to review in event history log. This device has not been in for service in the review period. Visual and functional testing was performed. The reported problem was duplicated and could be seen and heard when the device started. The cause is the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the problem. The device passed all functional tests after repair.